Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01218.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using penumbra smart coils (smart coils). During the procedure, the physician attempted to advance a smart coil through its introducer sheath and reported that the smart coil was unable to advance from its initial position. The smart coil was therefore removed and was not used in the procedure. Subsequently the physician attempted to advance a second smart coil through its introducer sheath; however, the same issue occurred. Therefore, the smart coil was also removed and was not used in the procedure. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 6.5, 59.0, 128.5, 131.0 and 132.5 cm from the proximal end. An unknown substance was on the pusher assembly beneath the proximal end of the introducer sheath. The embolization coil was undamaged and intact with the pusher assembly ddt. Conclusions: evaluation of the first returned smart coil revealed the pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. The inner diameter of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the pusher assembly mid-joint. If the mid-joint is moved proximal to the friction lock, resistance may be experienced while advancing the smart coil through the introducer sheath. During functional testing, the smart coil was advanced through its introducer sheath with resistance experienced while advancing the pusher assembly mid-joint through the introducer sheath friction lock. The smart coil was then advanced through a demonstration microcatheter without an issue. Further evaluation revealed a pusher assembly kink. This kink was likely incidental to the reported complaint. Evaluation of the second returned smart coil revealed an unknown substance on the pusher assembly and beneath the introducer sheath and pusher assembly kinks. If there is substance present on the pusher assembly, resistance may be experienced while attempting to advance the smart coil through the introducer sheath. If the smart coil is forcefully mishandled while advancing the device against resistance, damage such as kinks may occur. During functional testing, the smart coil was advanced through its introducer sheath with resistance while advancing the unknown substance through the introducer sheath. The smart coil was then advanced through a demonstration microcatheter without issue. Further evaluation revealed additional pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01218. H3 other text : placeholder.